Manufacturer narrative:
Updated fields: d4, d8, d9, g6, h1, h2, h3, h6, h11. The prechamber unitized (823111) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined, however, the possible root cause for the issue reported by the customer could be due to demagnetization caused by MRI, as noted on the description, "the pressure setting changed unintentionally after taking an MRI"; an exposition of a too strong magnetic field, as noted in the IFU, "any magnet may experience a degradation of magnetic field strength as a consequence of exposure to the significantly stronger magnet field induced in a MRI procedure." Another potential root cause is customers working environment. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a hakim valve (ID 823111) was implanted due to secondary normal pressure hydrocephalus (snph) via ventriculoperitoneal (vp) shunt in 2010 at 200mmh2o. The pressure setting changed unintentionally and was not stable. It needed to change back the setting for approximately 3 times. The pressure setting keeps on changing within few days after the setting was changed back to 200mmh2o. After the patient was hospitalized, the setting changed to 170mmh2o within 2 days. Therefore, the device was explanted and replaced with a new one on (B)(6) 2025. The patient did not experienced any signs and symptoms due to device issue.